Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/15/2023, 03/22/2023 and 03/29/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a check vent alarm for backup alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) advised the customer to have the power management printed circuit board assembly (pm pcba) replaced, if the pm does not replace the issue, then the central processing unit (cpu) should be replaced.